Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint of dso seal damage was confirmed through visual inspection. Replaced dso seal. Device passed all testing criteria post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has downstream occlusion damage. The event occurred during testing, there was no patient involvement.